Manufacturer narrative:
The technician replaced the hi/low hydraulic valve because, the spring inside the valve was stuck and would not uncoil as it has to contract and retract.

Event description:
Information received indicates, the head section of the bed could not be raised.